Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a broken reference electrode. The fse replaced the electrode to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously low ise (ion-selective electrode) patient sample results on their au480 chemistry analyzer. The erroneous results were not released out of the laboratory; hence, there was no change to patient treatment in association with this event.